Manufacturer narrative:
Device evaluated by manufacturer - the apex device was received with no original packaging or other devices. There was a complete separation of the hypotube. The hypotube separation was 12.5cm from the strain relief and 130cm from the distal tip. The hypotube was bent near the separation and the fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that prior to a balloon treatment procedure a shaft fracture occurred. As the 2.5x15mm apex mr balloon was opened and prepared for use, the user tangled the device around a towel and the shaft bent. The user attempted to straighten the shaft of the device and the shaft broke in half. The procedure was completed with another 2.5x15mm apex mr balloon. There were no patient complications reported and the patient status is ok.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that prior to a balloon treatment procedure, a shaft fracture occurred. As the 2.5x15mm apex mr balloon was opened and prepared for use, the user tangled the device around a towel and the shaft bent. The user attempted to straighten the shaft of the device and the shaft broke in half. The procedure was completed with another 2.5x15mm apex mr balloon. There were no patient complications reported and the patient status is ok.